Event description:
A user facility has reported that four infusion sets leaked during use. The healthcare professional who reported the incident claims that medication (adriamycin) leaked from one of the infusion sets one hour after the set was installed in an infusion pump, but before the device was used on a pt. There is no report of injury. No add'l info is available for the other three infusion sets.